Event description:
It was reported that the physician received a remote alert that the minute ventilation (mv) feature had automatically disabled. Boston scientific technical services were contacted and confirmed that the patient's atrial flutter (af) was oversensed by the signal artifact monitor (sam), resulting in the automatic disabling of the mv feature. Because the patient is not dependent and all other electrical values were in range, technical services recommended disabling sam to resolve the event. The physician elected to reprogram the device and perform an ablation procedure to resolve the event. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This report is being sent to correct the type from a serious injury report to a malfunction report.

Event description:
It was reported that the physician received a remote alert that the minute ventilation (mv) feature had automatically disabled. Boston scientific technical services were contacted and confirmed that the patient's atrial flutter (af) was oversensed by the signal artifact monitor (sam), resulting in the automatic disabling of the mv feature. Because the patient is not dependent and all other electrical values were in range, technical services recommended disabling sam to resolve the event. The physician elected to reprogram the device and perform an ablation procedure to resolve the event. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.